Event description:
It was reported that during a procedure of an acute myocardial infarct patient, after predilatation a 2.5 x 18 mm xience v stent was implanted in the distal part of the distal and mid right coronary artery (rca) lesion. A thrombus catheter was used in the peripheral vessel and predilatation was completed with a 2.5 x 20 mm non-abbott balloon dilatation catheter. A 3.0 x 24 mm non-abbott stent was implanted in the proximal part of the lesion in distal and mid rca at 20 atmosphere (atm) for 14 seconds. An intravascular ultrasound (ivus) was performed and the procedure completed. On (B)(6) 2011, the patient was discharged from hospital. It was noted that on (B)(6) 2011, the patient was found by family members at home lying with vomit and was transferred to the hospital. Intervention of cardiopulmonary resuscitation (CPR) was performed, but the patient was unresponsive. The patient was pronounced dead at 11:34 am. Reportedly, there was no food lodged in an airway and the physician denied suffocated with the aspiration of the vomit; there was no reported examination or autopsy. The cause of death was reported as unknown but possibly related to cardiac causes. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded, actual is (B)(6). There were no reported product deficiencies. The reported patient effects of nausea, cardiac arrest, and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.